Event description:
On (B)(6) 2012, a patient had a locking compression plate (lcp) implanted. On (B)(6) 2013, the patient went to the hospital complaining of pain for the previous 3 weeks. X-ray revealed the lcp had broken. On (B)(6) 2013, the patient underwent hip surgery to remove the broken lcp. The diagnosis was a non-union preprosthetic fracture, and the right femur around the bipolar stem with degenerative arthritis acetabulum. During the revision, the patient lost 1000 ml of blood. 6 units of blood were infused and the patient was temporarily intubated in the ICU. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.